Event description:
Patient seeking legal action. Pfs and medical records received. Pfs alleges that the patient suffers from pain, discomfort, grinding, limited mobility, and elevated levels of cobalt chromium. Update: 5/22/13 - litigation papers received. There is no additional information that would affect the outcome of this investigation. Update received 12/29/14. The sales rep has reported the revision surgery. Patient was revised to address pain, ion levels and pseudotumor. Complaint was updated on 1/6/15.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
UDI:(B)(4).